Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) removal for infection. Removal date is not unknown. A new ipp was implanted during a further surgery. Old reservoir was removed and replaced. New cylinders and pump were placed. The patient had a good outcome with no further complications.